Event description:
It was reported that the patient presented for remote follow-up. It was discovered that their right ventricular (rv) lead exhibited high pacing impedance and increasing capture thresholds. Therefore, the physician elected to explant and replace the rv lead. The patient was in stable condition.